Event description:
A revision surgery was planned due to glenoid failure. It is suspected that the reunion baseplate never achieved bi cortical fixation from the center screw.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.